Event description:
It was reported "shortly" after implant, the patient experienced "treatment lapses" as a result of the pump's failure. It was believed the pump caused the patient "considerable harm" and personal injuries. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).